Event description:
A report was received that the patient had lost some coverage due to one lead went out.

Event description:
A report was received that the patient had lost some coverage due to one lead went out. Additional information was received that the patient only had an ipg replacement (MFR number 3006630150-2020-04775) as the lead that went out only meant that it was non-functional.